Manufacturer narrative:
The customer contact indicated that the power cord was discarded; however, the device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an electrical shock. At an unspecified time during set up, the customer contact reported that when the nurse plugged the ac power cord plug into a cable receptacle that was plugged into an unspecified electrical source, the nurse received an electrical shock. At that time, it was reported that the nurse experienced an unspecified burn to unspecified fingers. No medical interventions were reported. The customer contact reported that currently the nurse is in good health. At an unspecified time, the device was removed from clinical service. Though requested, no additional information was provided.